Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 6 days after the sensor had been inserted in the arm. On 07/04/2024, the cgm reading was low for 9 hours since 9am. The patient self-treated with cold sugar drink and glucagon. At an unspecific time, the patient was experiencing tiredness and as shaking. The patient was concerned because he was still receiving low readings from the cgm, so he called the united kingdom¿s national health service hotline for advice. The united kingdom¿s national health service hotline advised him to treat hypoglycemia by using hypogun (glucagon injection) and to visit the hospital. The patient decided to go the hospital, there the hospital took a bg reading which was 69.1 mmol/l and the cgm reading was 4.2 mmol/l. The hospital treated the patient with intravenous insulin and sodium. The patient was discharged the same day. At the time of the report the patient was feeling better. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator prior to the patient went to the hospital. The reported glucose values fall within the d zone of the parkes error grid calculator when the hospital did a blood check. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.